Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, while applying positive pressure to a 6mm x 15mm palmaz blue on aviator plus stent delivery system (sds), the balloon partially inflated and a leakage of the stent balloon was observed. The stent delivery system was retracted into the long non-cordis sheath and then removed. When removed, the stent remained in its manufactured position. A non-cordis device was used as a replacement. There were no reported injuries to the patient. This was during a renal artery stenting procedure. The target vessel was moderately calcified, mildly tortuous, and had 85% stenosis. An unknown guiding catheter was placed, and the stent delivery system was advanced to the target lesion prior to applying positive pressure. The device was stored and prepped per the instructions for use (IFU). The contrast to saline ratio was 50%/50%. The user had received training on palmaz pre-mounted bx stents. Cordis clinical personnel were present to provide physician support. The stent was not manipulated prior to use. There was no difficulty connecting the inflation device/syringe to the luer hub. There was no difficulty removing the delivery system, and no resistance was noted between the delivery system and the vessel. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, while applying positive pressure to a 6mm x 15mm palmaz blue on aviator plus stent delivery system (sds), the balloon partially inflated and a leakage of the stent balloon was observed. The stent delivery system was retracted into the long non-cordis sheath and then removed. When removed, the stent remained in its manufactured position. A non-cordis device was used as a replacement. There were no reported injuries to the patient. This was during a renal artery stenting procedure. The target vessel was moderately calcified, mildly tortuous, and had 85% stenosis. An unknown guiding catheter was placed, and the stent delivery system was advanced to the target lesion prior to applying positive pressure. The device was stored and prepped per the instructions for use (IFU). The contrast to saline ratio was 50%/50%. The user had received training on palmaz pre-mounted bx stents. Cordis clinical personnel were present to provide physician support. The stent was not manipulated prior to use. There was no difficulty connecting the inflation device/syringe to the luer hub. There was no difficulty removing the delivery system, and no resistance was noted between the delivery system and the vessel. The device was returned for evaluation. A non-sterile unit of ¿blue/aviatorplus 6x15/142p pkg¿ device was received for analysis coiled inside of a clear plastic bag. The device was unpacked to initiate product evaluation. A detailed inspection confirmed that the balloon was deflated upon receipt, and the stent remained unexpanded and properly positioned on the delivery system in its manufactured configuration. No additional abnormalities were observed. Functional testing was subsequently performed. An inflator/deflator device was connected to the inflation port, and the balloon inflation test was conducted by applying positive pressure to reach the rated burst pressure. The balloon inflated appropriately, and the stent expanded as expected. No resistance, delays, or irregularities in inflation were observed, and the applied pressure remained stable throughout the testing. The reported ¿balloon leakage - during positive pressure¿ could not be verified through analysis of the returned device. The exact cause of the reported event could not be determined as the device passed functional analysis. The balloon was inflated/deflated with no burst or leaks noted and without any issues to the balloon. Therefore, based on the information available for review, it is difficult to draw a clinical conclusion between the device and the event reported by the customer as no anomalies were noted on the device. According to the instructions for use, which is not intended to mitigate risk, ¿open the inner package and carefully extract the packaging tube with the stent system and the packaging tray containing flushing needle and introducer tube. Hold the packaging tube in one hand. With the other hand, gently grasp the hub and carefully remove the stent system from the tube. Remove the introducer tube, flushing needle and compliance chart from the tray; discard the tray and packaging tube. Inspect the crimped stent for adherence to the balloon. Do not reposition the stent or hand crimp. Attach a syringe filled with sterile heparinized saline or similar isotonic solution to the flushing needle. Remove the protection sheath from the flushing needle, insert the needle into the tip of the catheter and flush the guidewire lumen. Caution: avoid manipulation of stent during flushing of guidewire lumen, as this may disrupt the placement of the stent on the balloon. Attach a three-way stopcock to the catheter¿s inflation port. Purge the air from a partially filled syringe and connect the syringe to the stopcock. Open the stopcock and induce negative pressure. Hold the syringe and proximal end of the catheter vertically with the balloon tip pointing down. While maintaining the negative pressure, close the stopcock to the inflation port. Remove the syringe. To ensure all air is removed from the balloon and inflation lumen, repeat steps. Prepare an inflation device with diluted contrast medium. Purge the air from the inflation device and connect the inflation device to the stopcock that is connected to the catheter inflation port. Caution: non-ionic contrast medium has higher viscosity and precipitation levels than does the ionic type, which may prolong inflation/deflation times. Open the stopcock to the catheter, the inflation lumen and the balloon will slowly be filled with diluted contrast medium. Caution: do not apply negative or positive pressure to the balloon at this time. Note: after prepping, the catheter can be kept in a coiled configuration by looping the catheter and inserting the proximal shaft into the hub clip. Caution: do not clip the distal section of the catheter.¿ neither the information available nor product evaluation suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.